Manufacturer narrative:
Additional information: the reported events were noise and insulation damage noted near the suture sleeve. As received, a partial lead was returned in one piece for analysis. The reported event of noise was not confirmed. Electrical testing did not find any indication of a conductor fracture. High potential test failed due to procedural damage to the inner insulation. The reported event of insulation damage was noted near the suture sleeve was confirmed. Visual examination found compression of the outer insulation and coils at the suture tie region. The cause of insulation damage near the suture sleeve is consistent with procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, noise episodes were noted in the right atrial (ra) lead. During the revision procedure, insulation damage was noted near the suture sleeve of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.